Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received sealed with the full complement of twenty clips. No visual abnormalities were observed with the instrument. Four unformed clips were received. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. The root cause of the disengaged shipping wedge condition could not be reliably determined; however, based on observations the most likely root cause for the observed condition was determined to be mishandling of the packaging. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. However, the investigation detected a secondary condition of the disengaged yellow shipping wedge that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of a laparoscopic procedure, there were issues experienced with loading and firing the device. The surgeon was able to squeeze the handle and the jaws were able to close but the clips would not load properly into jaws. They used another device to complete the case. There was no patient injury.